Manufacturer narrative:
D10 concomitant products: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot # a5e1613y); cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot # a5e1613y); cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot # a5e1613y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the open reduction and internal fixation for an intertrochanteric femoral fracture, while the surgeon was closing the wound, the needle and thread separated with only slight force. Three pieces were used consecutively and the same issue occurred. Upon observation, the connection between the needle tail and the thread was not properly crimped. The suture was replaced with another batch of the same model, after which, it functioned normally. There was no patient injury.